Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the esophageal surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/18/2022. D4: batch # u5f80f. Device analysis: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with an anvil and uncut washer. When the battery was inserted, the green check mark did not illuminate, indicating that the device was not fired. Attempts to fire the device indicated intermittence. The device was fired into a test skin after holding the firing trigger depressed while applying pressure on the flex circuit toward the proximal end of the device. All staples formed, the staple line was complete, and the staples met the staple form and release criteria. The device was disassembled and under a microscope, cracks were observed in the connector portion of the flex circuit that is inserted into the firing pcb. It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malformed staples were observed. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 02/14/2022